Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc leaked with power injector the isolation plug was found to be broken during use, and there was one defective product, which did not cause any impact on the patient or user. There are photos, and the sample can be returned, but there is blood on the sample, and the salesperson is not sure whether it needs to be returned. Green claims are required, complaint receipt letter is required, and complaint reply letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo and 1 used sample. 1) the returned photo shows that the septum of the sample has been dislodged. 2) the return sample shows that the septum has moved. 3) check the distribution of uv adhesive in the catheter hub of the returned sample under the purple lamp. No abnormality is found in the amount and distribution of uv adhesive. 2. DHR/bhr review (lot#5093661): 1) the products of this batch were assembled at intima ii auto line 3 in april 2025 and packaged at r240 package line in april 2025. Work order quantity was 33,000 pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 160pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, and no leakage is found at the septum and other parts of the sample. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual detection system conducts 100% detection, which will automatically identify and remove defective products. The visual detection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the detection, to ensure its accuracy and effectiveness. 5. During the use of the product, if the flow rate is too fast or the pressure is too high, it may also cause displacement of the septum. 6. The product (sku 383071) has never been declared to be used for high-pressure injection. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned sample showed that the septum had shifted. By conducting relevant inspections on the returned defective sample, the distribution of uv glue inside the catheter base is found even. At the same time, the plant inspected the records of raw materials for this batch of septum, usage conditions, and on-site production records, and found no abnormalities, nor any machine malfunctions, deviations, or rework behaviors. In addition, the plant conducted leakage tests on the retained sample from this batch, and the results all met the standard requirements, with no anomalies observed. Since the product with this part number has not been declared for high-pressure injection use, and the related complaints are isolated incidents, it is judged that this complaint is a low-probability event. Therefore, it is not possible to confirm that the fundamental cause of this defect is related to product quality. The plant will continue to monitor such feedback closely and further enhance quality monitoring to ensure product safety and stability.

Event description:
No additional information is available.